Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18dec2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused, or contributed to the event.

Event description:
The customer reported alarm condition in use. The unit was in clinical use at the time the reported issue was discovered, however, there was no harm to the patient, or the user.

Manufacturer narrative:
Philips service technician evaluated the ventilator and confirmed that there was a loud noise. The turbine was replaced to resolve the issue, and the device successfully passed all re reacted position was misaligned with the touching position and touching sensitivity was poor.